Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 25mm trifecta gt valve was implanted. On (B)(6) 2020, the patient was hospitalized due to heart failure. On (B)(6) 2020, an emergency explant procedure was performed and a 23mm inspiris resilia aortic by edwards was implanted. Upon explant, a tear was observed on the right coronary cusp (rcc). The cusp was damaged upon explant. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: h6, h10 the reported event of a tear on the right coronary cusp could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.